Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. The customer's blood glucose level was 556 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.